Event description:
During case physician felt product not working like normal. Harmonic machine changed as was handpiece/cord but no change. Harmonic ace 36 cm changed out and the new product worked fine.